Event description:
The patient was implanted for treatment of depression. Approximately three weeks post implant, the patient reported to manufacturer that she had developed an infection at the neck incision site for which antibiotics had been prescribed. The patient was encouraged to follow-up with her treating surgeon to address the infection event; however, the surgeon indicates that the patient did not follow-up until two months post implant. Neither the treating psychiatrist nor the treating surgeon were aware of the infection at the time that the patient made her report to the manufacturer and neither had prescribed the antibiotic therapy reported by the patient. Implanting surgeon indicated that the patient had been seen for follow-up two weeks post implant with no signs or symptoms of infection at that time. Approximately two months post-implant, the patient presented to surgeon's office with an infection at the lead incision site. The surgeon did not believe that the implant surgery was the cause of the infection since onset of symptoms, in his opinion, was two months post-implant; however, the surgeon did not know what caused the event. Upon evaluation by surgeon two months post-implant, it was noted that one of the lead tie-downs had extruded through the neck incision and that the surgeon believed that this extrusion event was a result of the infection process. The device was explanted at the patient's request; however, surgical intervention to resolve the extrusion event was also imminent.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted products are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Manufacturing records for both pulse generator and the lead wire were reviewed. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery. Review of manufacturing for both the pulse generator and the lead confirmed sterilization of devices prior to destribution.